Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a turbinate procedure, the aris wand clogged too many times and had some plastic flaking off. The procedure was finished with a competitor's bovie device. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is worn from use, and the shaft covering is damaged from being scraped on or hitting an external object. Product was out of the original packaging. No packaging returned. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box the wand has no issues activating any function or producing plasma. The unit had no issues with suction or saline delivery. Wand data attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for flaking has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device or an inadvertent impact event inconsistent with normal use. The root cause for clogged/suction problem could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the tissue attempted to be suctioned was too large, thereby causing a clog. 2) insufficient suction pressure or saline flow to excavate tissue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is worn from use, and the shaft covering is damaged from being scraped on or hitting an external object. Product was out of the original packaging. No packaging returned. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box the wand has no issues activating any function or producing plasma. The unit had no issues with suction or saline delivery. Wand data attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for flaking has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device or an inadvertent impact event inconsistent with normal use. The root cause for clogged/suction problem could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the tissue attempted to be suctioned was too large, thereby causing a clog. 2) insufficient suction pressure or saline flow to excavate tissue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: additional information on: b5 & h6 (health effect - impact code).

Event description:
It was reported that during a turbinate procedure, the aris wand clogged too many times and had some plastic flaking off. Nothing flaked off into the patient. The procedure was finished with a bovie device. There was a surgical delay of less than 30 minutes and no further complications were reported.